Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump battery dropped from 70% to 5% and the pump shut off. The pump was connected to a power source and was able to be turned on. In addition, during troubleshooting with tandem technical support a malfunction alarm occurred. Customer reported blood glucose level was 127-156 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.